Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of issue with the tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that unspecified bd¿ tubing was defective. The following information was provided by the initial reporter: material no.: unknown. Batch no.: unknown. It was reported there was an issue with the tubing that lead to an actual event.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubing was defective. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported there was an issue with the tubing that lead to an actual event.